Event description:
It was reported that patient underwent revision procedure in 2007, due to fractured orhtopedic salvage system diaphyseal segment component. During revision procedure, the custom proximal femoral stem was notched by the morse taper. Subsequently, patient returned to surgery in 2008, due to fracture of the femoral stem at the morse taper.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. To date, the device has not been returned to biomet. If device is received, an evaluation will be performed and a follow up report will be submitted. Device not returned to manufacturer